Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a distal lcx lesion with a stenosis degree of 90-95 percent. The lesion could not be crossed with the device. Another stent was used successfully.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the cathlab report were reviewed. The technical investigation of the returned device showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows multiple pre-dilations along the lad and the lcx. The complaint device is visible once proximal to the target lesion, followed by the positioning implantation of a slightly longer stent in the medial to distal lcx. The stent was post-dilated with no visible issues. The angiographic material does not provide further relevant information regarding the root cause of the complaint event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.